Event description:
It was reported an issue where the basal rate settings on their device were reverting to zero. Customer's blood glucose level was not impacted. The healthcare provider team adjusted the basal rate settings to the correct values, resolving the immediate issue. However, the customer experienced repeated reversion of settings, leading to high blood sugar levels and decided to stop using the pump. Although the customer verified that all programmed settings appeared normal, there was no data indicating a reversion to factory settings. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.